Event description:
New information states the lead continued to exhibit noise. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The device was reprogrammed. The patient would continue to be monitored.